Event description:
Event: wire caught on hooks. Event details: during procedure the contralateral wire caught on the device hooks. Additionally, wirewrap was noted during this case. The graft was successfully implanted.